Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed the set and tossed it out. Customer's blood glucose level was 125 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will be sent 4 reservoirs and 2 infusion sets as replacements. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.